Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by bloody effluent. It was reported that the patient was hospitalized and treated with injection vancomycin (1gm, every 3rd day, ongoing) and injection amikacin (150mg, once daily intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.